Manufacturer narrative:
In h11 additional narrative, the sodium electrode's expiration date is 24-nov-2025. The customer stated that the qc was in and out of range on the date of event; the qcs were within range for the initial and repeat tests. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode serial number is (B)(6). The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found that the water supply tube from the module to the cobas pro ise analytical unit was pinched closed by the rear cover of the module, preventing water flow to the outside of the ise probe. He then adjusted the tubing position, verified there were no leaks, replaced the water pump, and performed mechanical checks. The analyzer's performance was verified with successful qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from one patient sample tested on the cobas pro ise analytical unit. The initial result from the analyzer was 147 mmol/l. The repeat result from another cobas ise analyzer was 140 mmol/l. The qc became out of range, prompting the rerun of the patient sample. The repeat result was deemed correct.